Manufacturer narrative:
An event regarding infection involving a uhr bipolar 28x46mmwas reported. The event was not confirmed. Method and results: device evaluation and results: could not be performed as no items associated with the event were returned or made available for identification or evaluation. Device history review: review of the device history records indicates devices were manufactured to specification with no reported discrepancies or discrepancies related to the reported event. Complaint history review: there were no other events of infection reported for the given lot number or sterile lot number. Conclusions: the source of the infection could not be determined as patient information, clinical history, and results of bloodwork for infection were not provided. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting. No further investigation for this event is possible at this time as no devices and/or insufficient information was received by stryker orthopaedics. If devices and/or additional information become available, this investigation will be reopened.

Event description:
Due to infection on right hip surgeon removed the bipolar head construct and replaced it with a new one.

Manufacturer narrative:
The other device listed in this report: cat. No.: s-1400-hh82, c-taper lfit inter head, lot code: mlpk1j. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation.

Event description:
Due to infection on right hip surgeon removed the bipolar head construct and replaced it with a new one.